Event description:
The customer reported that the system intermittently displayed a communication error message that caused the system to lock-up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.